Manufacturer narrative:
Zoll medical corp has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a (B)(6) pt, the device displayed unrecognized "defib fault 262" and "defib fault 286" error messages. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.